Event description:
An ultipaq microcoil would not detach in the vertebral artery aneurysm. They tried to detach several times, but the coil could not be detached. It was removed from the microcatheter and was detached when it came out from the hub. There was no report of serious injury of required intervention.

Manufacturer narrative:
(B)(6). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting. Complaint conclusion: an ultipaq microcoil would not detach in the vertebral artery aneurysm. They tried the product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Since there were no manufacturing issues related to this complaint, no corrective actions were taken.